Event description:
During utilization, the device remained active (delivering rf energy) after releasing the activation button.

Manufacturer narrative:
Product event #(B)(6) testing performed: complaint device: device: 3.0p product code (sku):ps210-030p serial / lot number:(B)(4) expiration date:2014/06 (B)(4).

Event description:
During utilization, the device remained active (delivering rf energy) after releasing the activation button.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.